Event description:
The pt's daughter called to report that the pt died at home in 2007. The daughter stated, that the pt was wearing the infusion device at the time of death. She stated, that the pt had broken her hip and developed bed sores that did not heal. The daughter stated, that the pt "died of old age" and she does not believe the infusion device was related to the death of the pt. At the time of the report, the daughter had not yet received the death certificate of the pt. Product was requested to be returned for evaluation. One month later, addtional info was received regarding the cause of death. The daughter stated, the cause of death listed on the death certificate was "coronary pulmonary arrest, septic shock, decubitus ulcers, and diabetic shock."